Event description:
The manufacturer received information alleging that during clinical and therapeutic use, the trilogy evo ventilator was alarming low inspiratory pressure and low minute volume. The patient was removed from the device and manual ventilation initiated by the patient's father. Airway suctioning was conducted with no resistance found and the patient was noted to have been unresponsive during emergency interventions. Emergency medical services (ems) was contacted and the patient transferred to an institutional facility where they were pronounced deceased. The patient's cause of death was believed to be respiratory failure; however, a definite cause is pending a patient autopsy. Further relevant information provided stated that the patient was being monitored via a pulse oximeter (make/model unspecified) which was not working during the time of the event in question. Device therapy settings were reported as: mode s/t avaps, ipap min-max 24-46 cmh2o, epap 12 cmh2o, rate 20 bpm, tidal volume 80 ml, I-time 0.7 seconds, tmin-tmax 0.3-0.9 seconds, rise 2. Based on this information, no clear allegation of device malfunction or failure to perform to manufacturer declared specifications has been alleged. Cause and/or contribution of the device to the patient outcome cannot be confirmed nor refuted. Further good faith efforts are required to determine if a device allegation is present and to provide further clinical assessment of the quality record. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.